Event description:
The customer reported a leak inside the coulter act 5 diff cap pierce (cp) instrument. The customer stated that the probe was leaking clear fluid onto the tray covering the baths and the spill was contained within the instrument. Protective personal equipment consisting of a lab coat, gloves and goggles was worn and there was no report of injury associated with this event. The customer confirmed that the incident did not affect patient samples and there was no change to patient treatment. Beckman coulter field service engineer (fse) assisted the customer with troubleshooting over the phone. Per their conversation, the fse determined that the leak at the probe was due to an issue with the probe transport assembly. The fse instructed the customer to clean and lubricate the guide rails of the probe transport assembly and the customer confirmed that the leak was fixed. Issue was resolved and the customer has not called back with any further issues. Root cause of the leak was likely attributed to the transport assembly.

Manufacturer narrative:
Evaluation - method: troubleshooting was performed over the phone. Evaluation - conclusions: issue was resolved by the customer with instructions of field service engineer (fse) over the phone. Bec identifier for this report is (B)(4).